Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had sticky buttons. Customer¿s blood glucose was unknown. Customer stated that insulin pump alarmed for no delivery and watchdog timeout error. Customer stated that time advanced during the keypad issue. Customer performed displacement test and passed the test. Customer mentioned that insulin pump was able to rewind. Insulin pump will be returned for analysis.